Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited non-capture resulting in inappropriate rv pacing. It was also reported that the right ventricular (rv) lead has become pulled back. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.